Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm ) that discovered the failure replaced the power supply which resolved the issue. The pm was then completed and all diagnostic and performance tests were passed to factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported by a getinge service territory manager (stm ) that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) would not power on correctly and would not charge the batteries. There was no patient involvement; thus, no adverse event was reported.